Event description:
As per complaint # (B)(4), implant failed to osseointegrate with alveolar bone. This occurred before or coincidently with loading. Bone loss was evident after waiting for the implant to integrate and the implant was the removed.